Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that: "aspiration gram stain positive - c&s positive. Insert removed to lavage joint. A 16mm insert implanted.